Manufacturer narrative:
Concomitant medical product: product ID: 37092, serial# unknown, product type: accessory. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's programmer would communicate with the ins, however, when the antenna was plugged in communication failed. It was stated that deterioration of the jack part of the antenna was considered. Re-inserting the antenna, and replacing the batteries did not resolve the issue. The antenna was replaced, and the issue was resolved. There was no patient impact reported.